Manufacturer narrative:
Complaint history review: the complaints trends were reviewed for a period covering 12 months. There were two similar complaints received during that period on this product. However, a trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: a visual inspection was performed on retention samples of the corresponding batch number. As a result of this analysis no contamination was observed. Picture samples were provided. However, the reported contamination could not be detected. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9%. Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates. Investigation conclusion: based on the evaluation of the provided pictures, and report, the complaint was not confirmed for contamination. A definite root cause could not be determined.

Event description:
It was reported that while using 20 plate columbia ag 5% sb 90mm 20 contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated plates observed before start using plates for seeding of patient samples."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device plate columbia ag 5% sb 90mm 20 catalog number 221165 which is a preamendment device.

Event description:
It was reported that while using 20 plate columbia ag 5% sb 90mm 20 contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated plates observed before start using plates for seeding of patient samples."